Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse called the sales management team to request for e-mails to be stopped being sent to the customer because the customer has passed away. The call was dropped during the transfer. The date of death was not provided by the caller. The contact number on the customer's file was called however it was the incorrect number. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the customer.

Manufacturer narrative:
Additional information was provided which was not included with the initial medwatch report. The information has been provided with this report.

Event description:
It was reported via phone call by the customer's wife that the customer passed away on (B)(6) 2015. The customer's cause of death was pulmonary failure, acute respiratory failure and pneumonia. He passed away in the hospital. The customer was hospitalized on (B)(6) 2015, due to a septic infection after knee surgery and broken hip. The customer also had other complications such as kidney failure, heart disease and septic infection. The customer was not wearing the insulin pump at the time of death. It is unknown how long the customer was off the insulin pump before passing away. The customer was off therapy due to illness. The customer currently does not have the insulin pump in her possession. The customer's blood glucose was unknown.